Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was sent by their "spine team" to the ER because they were "having a lot of saddle" that they previously "had an episode of "severe saddle numbness" in their left leg. The patient stated they reported it to the "dr." Just to "have it in the notes" but that it eventually subsided. The patient stated they weren't at home at the time of the call and that they were with their daughter and that was when the "spine team" sent them to get an MRI. The patient reported their stimulator had been turned off for two months until a planned revision for (B)(6) 2023. The patient hasn't been carrying their programmer around with them because the ins was off so now, they needed an MRI and didn't have their programmer. Patient services reviewed MRI conditions with the patient and explained the need for MRI mode. The patient also mentioned something about "it's not connected" while patient services was explaining the purpose of MRI mode. The patient wanted to end the call to try to call their managing health care provider (hcp) so patient services was unable to ask any further questions about the "saddle numbness" or the planned revision. Patient services CT scan compatibility with the patient, and the patient stated, "they know that, they needed to look at nerve compression." The patient was able to confirm their managing health care provider (hcp) is the hcp on record. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.